Event description:
The patient (B)(6) took part in a clinical pain study. It was reported the patient was no longer receiving stimulation. The physician elected to proceed with surgical intervention. During the procedure, a broken lead was observed. The physician then explanted and replaced the lead which resolved the reported issue. It was noted the patient was hospitalized (B)(6) 2011. Please note: device information has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.